Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the c-ring stuck inside of the groove. The surgery was completed with another device.